Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this system exhibited several shocking impedance measurements which were greater than 125 ohms. A boston scientific technical services consultant documented and discussed the reported clinical observations. No adverse patient effects were reported.